Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing, with low amplitude noted. The system vector was reprogrammed. Technical services (ts) was consulted and discussed data as well as provided x-ray imaging. Ts recommended further in clinic evaluation. This device remains in service. No additional adverse patient effects were reported.